Manufacturer narrative:
The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of left atrial appendage closure was reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, prior stroke/tia and prior diagnosis of device-related thrombus.. Some of the complications reported were stroke, device-related thrombus, atrial fibrillation, residual shunt.; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "symptomatic vs. Non-symptomatic device-related thrombus after laac: a sub-analysis from the multicenter euroc-drt registry", was reviewed. The article is a retrospective experience aimed to identify predisposing factors for stroke/systemic embolism (se) in device-related thrombus (drt) patients after left atrial appendage closure (laac). Devices mentioned in the study included amplatzer amulet, lambre, ultraseal, watchman, wavecrest, and occlutech. The article concluded stroke/se are documented in 14.2% and occur both in close temporal relation to the drt finding and chronologically independently therefrom. Identification of risk factors remains cumbersome, putting all drt patients at substantial risk for stroke/se. Further studies are necessary to minimize the risk of drt and ischemic events. [The primary and corresponding author is alexander sedaghat, department of cardiology, university hospital bonn, venusberg-campus 1, 53127 bonn, germany, with corresponding email: alexander.sedaghat@ukbonn.de] the time frame of the study is unknown. A total of 176 patients were involved in this study with the average age of 76-year-old and average gender was male. Comorbidities included arterial hypertension, diabetes mellitus, prior stroke/tia, prior diagnosis of device-related thrombus.